Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: evolutr-29-us; serial/lot (B)(4); use by date 2019-11-10, UDI (B)(4). Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately five months following the implant of this transcatheter bioprosthetic valve, severe paravalvular leak (pvl) was reported due to the position of the valve being too deep (12-14 mm). Subsequently, a second valve was implanted at a higher depth reducing the pvl to moderate. A balloon aortic valvuloplasty (bav) was performed and caused the second valve to dislodge. A third valve was implanted at a good depth reducing the pvl. No additional adverse patient effects were reported.